Event description:
The customer reported a leak of blood and diluent from the tubing between the wbc bath and the hgb cuvette on the lh750 instrument. The volume was reported as approximately 10 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the tubing at vl12b was torn and leaking into the instrument. Upon recur; this failure mode is likely to cause erroneous wbc and hgb results from carryover due to a bath drain malfunction. (B)(4).